Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed by the facility.